Event description:
It was reported that during an unspecified procedure in the om, 1cm of the tip of the pt graphix guide wire fractured inside of the patient. The pt graphix ghide wire fractured at the spring tip while attempting to pas through a total occlusion of a previously placed stent in the om. The patient was plavix non c0mplaint. The patient went to surgery for repair of the occluded vessel, as well as to removal of the wire tip. Patient status is listed as "fine.